Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received unexpected power loss alarm and failed battery alarm. The customer¿s blood glucose level was 182 mg/dl. The customer did not receive a low battery alert prior to the low battery alert. The customer also reported pump error alarm but customer was able to rewind pump. The insulin pump passed self test. The insulin pump will not be returned for analysis.